Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to a backup pump or will use an alternate method in insulin therapy if needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unreadable issue was verified, and a different issue was identified.